Event description:
It was reported that during an arthroscopy rotator cuff repair using a 5.5mm spartan peek suture implant with magnumwire, the implant was initially inserted into very soft bone. When the surgeon attempted to secure the implant, it pulled out of the bone. The surgeon switched to a competitor's corkscrew anchor, which was implanted in a new bone hole. In an attempt to complete the procedure, the surgeon assessed that an additional implant was required. Another new bone hole was drilled into soft bone, and the surgeon tried another 5.5mm spartan peek suture implant. When this implant was inserted, the action of screwing the implant into the bone made the hole larger than it needed to be, preventing the implant from biting. The enlarged hole allegedly forced the corkscrew anchor out of the bone. After a 35 minute surgical delay, the surgeon converted the procedure into mini-open. There were no reported pt complications.